Event description:
It was reported that during an inspection, before using the in the surgery, there was an issue with the handpiece. The result of handpiece calibration was 98. No patient involved. Results of investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece intended for use in treatment, had failed characterization with a high t1 max torque prior to a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken and this explains why the handpiece failed characterization because the broken nut would prevent the snap lock from moving properly during the test. The root cause of this issue was found to be mechanical component failure.